Manufacturer narrative:
Evaluation summary: the sterilization processes for these devices were validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10 (-6) or better. The manufacturing lots specified in this complaint were processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified devices caused or contributed to any patient infection. Cause of infection cannot be determined. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the patient was revised due to a possible infection.